Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right atrial (ra) lead: noise, a lead warning for high impedance and a polarity switch. It was also reported that a connection issue was noted between the ra lead and implantable pulse generator (ipg) connector and a setscrew issue was suspected. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis shall not be completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.